Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unk_carto vizigo sheath and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that after getting transseptal access, the vizigo sheath would not advance past the septum. They pulled the wire back and about 3 minutes later, a pericardial effusion was noted via the ultrasound. The patient's blood pressure dropped and a pericardiocentesis was done and 350ml of fluid was removed. The drain stayed in place overnight and was removed at the time of the call, in the morning. The patient is stable. The case was canceled. The bwi representative spoke with the physician about the event, and they were unsure of what may have happened. They think they may have nicked something in the appendage from the wire or from the transseptal access, they may have crossed through some fat tissue area. They used an original equipment manufacturer (OEM) soundstar catheter, thermacool stsf ablation catheter, a medline reprocessed webster cs catheter, and a vizigo sheath. All catheters were discarded. There were no ablations that were made. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).